Manufacturer narrative:
Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was not returned for evaluation and no images were provided for review which leads to inconclusive evaluation result. The user did not experience difficulty during deployment; the lesion was pre-dilated. The product was used in the subclavian vessel which is an off-label use which was considered another factor related to the reported issue. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use state: 'pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician' and 'post-dilatation of the stent with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician'. Regarding oversizing the instructions for use state: 'appropriate diameter sizing of the stent to the target lesion is required to reduce the possibility of stent migration. The stent should be approximately one millimeter larger in diameter than the target lumen'. The bard lifestar vascular stent system is indicated for the treatment of iliac occlusive disease. H10: d4 (expiration date: 02/2027). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the subclavian residual stenosis via the left arm, the distal end of the stent allegedly would not open. It was further reported that when the health care professional tried to balloon it open, the stent allegedly made a loud popping noise. Reportedly, another stent was used to overlap the stent. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 02/2027). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the subclavian residual stenosis via the left arm, the distal end of the stent allegedly would not open. It was further reported that when the health care professional tried to balloon it open, the stent allegedly made a loud popping noise. Reportedly, another stent was used to overlap the stent. There was no reported patient injury.